Event description:
Patient was undergoing a biliary stent replacement. During the procedure, a wire "0.035 angled visiglide" frayed and the tip broke off in the liver. Physician documented: "with the echoendoscope in the stomach the left lobe of the liver was identified and an intrahepatic bile duct dilated to 5.6 mm was noted. Using a 19g fna needle the intrahepatic bile duct was accessed which was confirmed by bile aspiration. Then a 0.035 angled visiglide was advanced through the needle into the intrahepatic ducts. During attempts to advance the wire from the left intrahepatic duct to the hilum the wire broke at the tip. The needle was withdrawn and procedure aborted. The patient was hemodynamically stable throughout the procedure."